Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was not impacted. Tandem technical support reviewed the auto-off feature with the customer and advised that prior to modifying the auto-off time, to discuss it with a healthcare provider. The contact acknowledged.